Event description:
It was reported to resmed that an astral device displayed a charging error message. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed. Therefore, resmed is unable to confirm the alleged malfunction. If further information becomes available, a supplemental report will be submitted. Reference#: (B)(4).